Manufacturer narrative:
Additional information was received that a database analysis of the ipg revealed there were no anomalies with the device. The physician suspected device malfunction.

Event description:
A report was received that the patient was experiencing the device abruptly discharge even when fully charged. The device would shutdown and the patient was left without stimulation during recharging. When charging was complete, the stimulation would be outside the programmed target area and the patient would feel severe pain. The patient also indicated that during the rainy season lightening would cause her to feel strong stimulation and pain at the implant site. The patient later reported that the ipg was explanted because she could not stand the shocking sensation she would feel when it rained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-70 serial/lot: (B)(4) description: artisan lead, 70 cm. Additional information was received that a database analysis of the ipg revealed there were no anomalies with the device. The physician suspected device malfunction. The returned ipg sc-1110-02 ((B)(4)) was analyzed and no anomalies were found. Analysis of lead sc-8216-70 ((B)(4)) was analyzed and the complaint was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead tail close to the paddle end. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Additionally, one of the tails has a crushed contact, the ipg setscrew was locked down on the contact instead of on the retention sleeve. Since there was no setscrew mark present on the retention sleeve, this indicates that the lead was locked down without being fully inserted all the way in the ipg port during the implant procedure. The misregistration of the contacts could cause high impedance readings. The source of the complaint was the misregistration of the lead contacts and cable fractures at the clik anchor site. Also, visual inspection found the lead was cleanly cut. The clean cut damage to the lead is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was experiencing the device abruptly discharge even when fully charged. The device would shutdown and the patient was left without stimulation during recharging. When charging was complete, the stimulation would be outside the programmed target area and the patient would feel severe pain. The patient also indicated that during the rainy season lightening would cause her to feel strong stimulation and pain at the implant site. The patient later reported that the ipg was explanted because she could not stand the shocking sensation she would feel when it rained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8116-50, serial/lot: (B)(4), description: artisan lead, 70 cm.

Event description:
A report was received that the patient was experiencing the device abruptly discharge even when fully charged. The device would shutdown and the patient was left without stimulation during recharging. When charging was complete, the stimulation would be outside the programmed target area and the patient would feel severe pain. The patient also indicated that during the rainy season lightening would cause her to feel strong stimulation and pain at the implant site. The patient later reported that the ipg was explanted because she could not stand the shocking sensation she would feel when it rained.